Event description:
It was reported that a malfunction alarm occurred with malf 12 being displayed. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer continued to use the pump for insulin therapy.